Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the pencil was activated, rather than delivering energy from the electrode tip, an energy sparked to the patient from where the electrode inserts to the pencil. The patient incurred a temporary injury, small pencil eraser size burn to chest. Alternate pencil and electrode pulled to complete the procedure.